Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 300 units of insulin were delivered to customer after loading a new cartridge. Subsequently, the customer went to the emergency room (ER). Tandem technical support (cts) was unable to determine if customer performed the cartridge load process while connected to the infusion set site. Additionally, cts was unable to verify the allegation as multiple contact attempts were made to obtain additional information regarding the event; however, no response was received from the customer.